Event description:
The plaintiff had an ams perigee graft implanted in (B)(6) 2010. The plaintiff's attorney alleged that "within months after the initial implant procedure, plaintiff experienced complications from the defective mesh requiring additional medical care and treatment and/or surgical intervention." It was also alleged that the plaintiff experienced "debilitating injurious from the synthetic mesh including mesh erosion, hardening, chronic pain and worsening urination" the plaintiff also had surgery and "will continue to require healthcare and services." It was also reported that the plaintiff has suffered and will continue to suffer mental anguish, chronic pain, and other such damages.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.